Manufacturer narrative:
The investigation has been completed. The console (ic9269) was sent back for further investigation. The battery switch was engaged during console check-in, and the console was powered on via batteries and ac power supplied. No alarms occurred. Ic4755 had expected behavior both on ac power and battery power with no issues. It is likely that the console did not have the battery switch engaged in field. And the failure was resolved by engaging the battery switch on bottom of the console. The cause of the issue was use related. The operator did not correctly engage the battery switch during use. This report is being filed as part of a retrospective review of historical records.

Event description:
During a software update, it was discovered the battery of automated impella controller (aic) was at zero and indicated battery failure. No patient involvement.